Event description:
It was reported that the patient experienced issues with the device, as the screen would black out and the buttons were not as responsive. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting. No additional information was received regarding the outcome of the event.